Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead had low impedance measurement. No intervention performed and no patient consequences was reported.

Event description:
New information received notes that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. Meanwhile, the patient's right atrial (ra) lead exhibited loss of capture at maximum output. Both the rv and ra leads were capped and replaced on (B)(6) 2025. The patient is stable and has been discharged from the hospital.